Event description:
It was reported that balloon rupture occurred. A 1.50mm x 12mm emerge balloon catheter was advanced for dilation. However, during initial inflation at 8 atmospheres for 10 seconds, the tip part of the balloon ruptured. The device was removed, and the procedure was completed with a different device. No patient complications were reported, and patient was in good condition.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge mr balloon catheter. The device was visually and microscopically examined. There was blood and contrast in the inflation lumen and the balloon. There was blood in the guidewire lumen and the balloon was loosely folded. At the proximal markerband, there was pinhole damage to the balloon. The midshaft bond area to the returned device, measuring at 0.047 inch, was measured using a calibrated digital caliper. Design assurance and operations engineering were contacted to verify device analysis, and it was agreed that the defect does not meet visual standards and therefore further information on this investigation is documented. Product analysis confirmed the reported event, as the device was found to have a pinhole damage to the balloon.

Event description:
It was reported that balloon rupture occurred. A 1.50mm x 12mm emerge balloon catheter was advanced for dilation. However, during initial inflation at 8 atmospheres for 10 seconds, the tip part of the balloon ruptured. The device was removed, and the procedure was completed with a different device. No patient complications were reported, and patient was in good condition.